Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the reportable event burnt distal end cap was caused by a component failure. Foreign material on the plug rod lens also occurred, but a definitive root cause for this could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the gastrointestinal videoscope had foreign material on the plug rod lens and a burnt distal end cap. There was no patient involvement.